Event description:
Boston scientific crm received information that during a follow up interrogation, it was revealed the the lead safety switch (lss) had been triggered on this patient's pacemaker due to an impedance measurement greater than 2000 ohms from this right ventricular lead. All other lead measurements were within normal limits. Impedance measurements in unipolar are currently 490 ohms and 590 ohms in bipolar configuration.

Manufacturer narrative:
The caller stated that they reprogrammed the ventrcular pacing and sensing to unipolar configuration permanently. R-wave measurments were 3mv and there was now evidence of ventricular oversensing. A boston scientific technical services consultant concurred with the programming changes. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.